Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 03/03/2023. An investigation was conducted on 03/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects observed. The black shaft was observed to be peeled at the tip of the shaft. The clevis and pivot pin were observed to be detached from the jaw assembly. The detached piece was returned. A mechanical evaluation was conducted. As a result of the detached piece, the jaws were loose and were able to be moved around. The blue toggle was moved back and the jaws moved to a closed position as expected. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4). The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the investigation results, the reported failure "electrical problem" was not confirmed, however the analyzed failures "peeled; shaft " and "break; jaw" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped heating. Polyfuse was not in effect. No added incisions or time. Opened new kit to finish the case. No patient harm.